Manufacturer narrative:
Additional information received from the initial reporter on 20 may 2016 and includes: the surgery was completed successfully. Batch reviews performed on 06 june 2016. Lot 156066: (B)(4) items manufactured and released on 11 january 2016. Expiration date: 2020-12-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size t3-i4 right, code 02.12.t3i4r, lot. 155154 (k121416): (B)(4) items manufactured and released on 25 may 2016. Expiration date: 2020-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 4/10 mm right, code 02.12.0410fr, lot. 155792 (k121416): (B)(4) items manufactured and released on 16 february 2016. Expiration date: 2021-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 09 june 2016 it was prepared a final report with the information submitted in this initial report. On 10 june 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient has to have a revision because of infection noticed because the wound was running (staphylococcus epidermidis).